Manufacturer narrative:
The device was returned to olympus for evaluation, and one of the customer's allegations (noisy image) was confirmed due to poor contact caused by liquid adhesion to the video connector receiving communication. Additional findings include the following worn rubber foot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus distributor reported (on behalf of the customer) that there was a noisy image issue while using the display video system center. The issue occurred during a therapeutic procedure that was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by fluid on the video receptacle. However, the cause of the fluid on the video receptacle was not established. Olympus will continue to monitor field performance for this device.